Manufacturer narrative:
Corrected "510(k) #¿ to k161640.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). It was reported that the patient's anatomy was tortuous. During the procedure, while the ace68 was being advanced through the neuron max 6f 088 long sheath (neuron max), it became kinked at the mid shaft. Therefore, the ace68 was removed and the procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.